Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the connecting cable from the sensor board to the system board was disconnected. The device's connecting cable was reattached to address the issue.